Event description:
Trocar was labeled as 12x100mm on the package, but it was smaller (10? Or 11?). Packaging believed to be incorrect. No harm to patient. Removed from service. Manufacturer: please note that we do not sent products to the manufacturer, but you may arrange for pick-up by calling my number below.